Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at our regional office in the (B)(6) where it was inspected by a trained fisher & paykel healthcare (fph) service engineer. The fascia and valve system of the subject neopuff was also received at fph in (B)(6) and visually inspected. Results: visual inspection of the returned device revealed physical damage to the gas outlet port. Conclusion: it is most likely that the physical damage to the neopuff was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The subject neopuff was repaired at our regional office and returned to the hospital after passing the performance checks specified in the neopuff technical manual.

Event description:
A hospital in the (B)(6) reported that the gas outlet port of an rd900 neopuff infant resuscitator was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator has recently been received at our regional office in the (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported that the gas outlet port of an rd900 neopuff infant resuscitator was broken. There was no patient involvement.